Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that the patient presented to the clinic due to dizziness and lightheadedness. Upon interrogation the right ventricular lead and pacemaker were found to have exhibited oversensing of noise leading to pacing inhibition. It was presumed that there was asystole greater than two seconds as the patient is pacemaker dependent. The clinician had been unable to reproduce the noise in the clinic. The field representative stated that the noise appeared to be fine and fuzzy. It was also noted that the patient was wearing a pedometer around their neck, which they asked her to discontinue. The clinician had reprogrammed the sensing from automatic gain control to fixed and will bring the patient back in to re-evaluate the patient and perform further troubleshooting techniques. The rv lead impedance had also decreased from 1200 ohms to 800 ohms. Currently it is unknown if the patient has been brought back in for re-evaluation as the field representative noted they have not been contacted further by the clinic for any additional follow-up. The system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.